Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited had foreign material on the lenses. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material was on the device but the type of the material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.